Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was required. The lot met all release criteria. Investigation summary: the sample was not returned for evaluation; therefore, the investigation is inconclusive for the alleged tip detachment as no objective evidence was provided for review. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 expiry date (04/2022), g4 h11: h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned

Event description:
It was reported that during a recanalization procedure of a highly calcified target legion, the tip of the catheter allegedly detached after 3 minutes of activation. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (04/2022).

Event description:
It was reported that during a recanalization procedure of a highly calcified target legion, the tip of the catheter allegedly detached after 3 minutes of activation. There was no reported patient injury.